Event description:
It was reported that during a right ventricular lead revision procedure, the pulse generator setscrew could not not be tightened. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.